Manufacturer narrative:
A steris field service technician arrived onsite, inspected the surgical lighting system, and identified the screws' housing stripped and missing screws. The technician replaced the bracket, tested the system's configuration and orientations, and confirmed it to be operating according to specification.

Event description:
The user facility reported during a patient procedure the housing cover from their harmony la 500 surgical light fell from the ceiling. No report of injury or procedural delay or cancellation.